Event description:
On 11/10/2022, it was reported by an arthrex employee via phone that a punch from an ar-2600sbs-9 speedbridge implant system, is getting stuck in the patient bone and surgeon is having difficulty removing it. After malleating the punch into the bone, at the time of removal the handle starts spinning, as if it disengages from the shaft, and surgeon cannot grasp it. With the use of pliers, the punch is able to be removed and a reusable punch is used to complete the case. This was discovered during an rcr procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is use error.